Event description:
It was reported that the device failed preventive maintenance. "Please perform recall on device". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pm performed. Lvp keypad recall completed. Replaced keypad assy. The probable cause of the reported issue was due to electrical failure of the kit, door assy 8100bd. A review of the device history record showed the device had a manufacture date of 02nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. "Please perform recall on device". No additional information was provided. There was no patient involvement

Manufacturer narrative:
Although requested, the affected device still has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. "Please perform recall on device". No additional information was provided. There was no patient involvement.